Event description:
The monitor allegedly failed to display the patient's ECG. A backup monitor was made available and used. There were no adverse affects to the patient reported as a result of the alleged malfunction.